Manufacturer narrative:
(B)(4). The reported failure of the cuff wont inflate was verified due to a cut in the tracheal cuff associated with sharp utensil or object the manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The reported malfunction is not related to the manufacturing process.

Event description:
The customer reported that prior to use an unspecified air leak was confirmed. There was no patient involvement.